Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement bolster was used during a gastrostomy replacement procedure performed on (B)(6) 2023. It was reported that when removing the securi-t that had been previously placed on (B)(6) 2023, the internal bolster detached. The bolster was retrieved using grasping forceps and the procedure was completed with the same original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6 (device codes): imdrf device code a0501 captures the reportable event of internal bolster detached. Block h6 (impact codes): imdrf impact code f2301 captures the reportable event of additional device required.